Event description:
It was reported by the customer that when using the bd pyxis¿ es server, patient information was not crossed to all pyxis medstations. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that to patient was not crossing. A technical support specialist troubleshoots the device and found that the synchronization error in data synchronization logs, escalated to infrastructure and enterprise systems team (iest), rebooted application (app) server, customer confirmed resolution. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, patient information was not crossed to all pyxis medstations. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. However, there were no adverse events or injuries reported based on this event.